Manufacturer narrative:
(B)(4). The customer did not provide any patient demographics such as age, weight, sex, or date of birth. Results of investigation: the service technician was unable to duplicate the reported issue. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed the 122 hour extended tests at customer¿s settings. The ventilator failed the flow & o2 blending test from the final test for slight non conformities on o2 blending @90%. This slight non-conformity will not affect the way the ventilator ventilates. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. A review of the event trace found no entries which indicate the ventilator shutdown or reset unexpectedly. All operation periods ended properly with a 3 second on/standby button press as indicated by ¿vent 0¿ entries.

Event description:
The customer reported that the ventilator shut down while on patient. The ventilator had both audible and visual alarms at the time of the incident. There was no patient harm associated with this complaint.